Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and found to have no telemetry, no output at preliminary analysis. Device had no telemetry and no pacing output due to a high current drain condition which caused the battery to become completely depleted. The cause of the high current drain can be attributed to the current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. Follow up with the clinic determined the device was explanted and replaced for a system downgrade to a dual chamber pacemaker. No patient complications have been reported as a result of this event.